Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and was not performing the air removal technique properly. Customer¿s blood glucose level was 236 mg/dl. Reportedly, the customer declined troubleshooting with tandem technical support. No additional patient or event information was provided.